Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID (B)(6)) was implanted due to unknown reason on an unknown date with unknown setting and it was explanted and replaced with a new device due to obstruction on an unknown date.

Manufacturer narrative:
Updated fields: d1, d2a, d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve (ID 823100) was returned for evaluation. Failure analysis - the position of the cam when the valve was received was at setting 30mmh2o. The valve was visually inspected; white spot on the housing were noted. The catheter was irrigated, no occlusion noted. The valve was tested for programming and failed the test, the cam mechanism wiggled. The valve was flushed and failed. The valve passed the test for leak and reflux. The pressure test could not be performed as the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the spring, on the rotating construct, on the ruby ball, on the seat of the ruby ball and on the motor. Root cause analysis - the root cause for the issue reported by the customer is due to biological debris and protein build up interfering with the valve, at the time of investigation, biological debris were found.